Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer contacted regarding a material safety report concerning foley silicone 3-way ch18 probes, reference 73018cae, batch nghq0771. The problem raised occurred on two occasions, a patient was catheterized with a catheter for bladder lavage. The catheter did not stay in place and the balloon was found to be deflated and leaking after removal. This led to several catheterizations, which ended up being traumatic. On the other hand, the patient had no particular obstacle, and there were no handling problems as nurse who had already performed the procedure, doctor present, patient cooperative (lot# nghq0771) and (lot# unk). A new incident occurred again with the same patient with a 3v ch20 probe, reference (B)(4) and did not have a sample for this probe (lot# nghp0228) and (lot# unk). Per follow up information received via ibc on 06jun2025, the patient had to be treated again, which became traumatic. The procedure was uncomfortable and causes a loss of time and stress. The event occurred first time was on 30may2025, and the second time was shortly afterwards on the same day. The two probes that became misaligned were discarded by the department. However, have several new probes from the same batch in possession, which could be send. There were 13 unused sample and used product not kept and cannot send them (pcn#73018ce) and stated that the probe became misaligned and had to be replaced, the date of event was 31may2025, the lot number was nghp0228. The sample in question has not been kept, but they had new probes from the same batch in stock, which they can also send. No photos were sent to them (pcn#73020ce).

Event description:
It was reported that the customer contacted regarding a material safety report concerning foley silicone 3-way ch18 probes, reference (B)(4), batch nghq0771. The problem raised occurred on two occasions, a patient was catheterized with a catheter for bladder lavage. The catheter did not stay in place, and the balloon was found to be deflated and leaking after removal. This led to several catheterizations, which ended up being traumatic. On the other hand, the patient had no particular obstacle, and there were no handling problems as nurse who had already performed the procedure, doctor present, patient cooperative (lot# nghq0771) and (lot# unk). A new incident occurred again with the same patient with a 3v ch20 probe, reference (B)(4) and did not have a sample for this probe (lot# nghp0228) and (lot# unk). Per follow up information received via ibc on 06jun2025, the patient had to be treated again, which became traumatic. The procedure was uncomfortable and caused a loss of time and stress. The event occurred first time was on (B)(6) 2025, and the second time was shortly afterwards on the same day. The two probes that became misaligned were discarded by the department. However, have several new probes from the same batch in possession, which could be sent. There were 13 unused sample and used product not kept and cannot send them (pcn#(B)(4)) and stated that the probe became misaligned and had to be replaced, the date of event was 31may2025, the lot number was nghp0228. The sample in question has not been kept, but they had new probes from the same batch in stock, which they can also send. No photos were sent to them (pcn#(B)(4)).

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two (2) all silicone foley catheters in unopened packaging. Visual inspection noted (nghqo771) no obvious observations. Using the in-house syringe, the catheter ballon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon inflated with no difficulty. Balloon concentricity 50:50. With the (in-house) syringe attached the catheter balloon passively deflate 10ml solution within 34sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer contacted regarding a material safety report concerning foley silicone 3-way ch18 probes, reference (B)(4), batch nghq0771. The problem raised occurred on two occasions, a patient was catheterized with a catheter for bladder lavage. The catheter did not stay in place, and the balloon was found to be deflated and leaking after removal. This led to several catheterizations, which ended up being traumatic. On the other hand, the patient had no particular obstacle, and there were no handling problems as nurse who had already performed the procedure, doctor present, patient cooperative for (lot# nghq0771) and for (lot# unk). A new incident occurred again with the same patient with a 3v ch20 probe, reference (B)(4) and did not have a sample for this probe for (lot# nghp0228) and for (lot# unk). Per follow up information received via ibc on (B)(6) 2025, the patient had to be treated again, which became traumatic. The procedure was uncomfortable and causes a loss of time and stress. The event occurred first time was on (B)(6) 2025, and the second time was shortly afterwards on the same day. The two probes that became misaligned were discarded by the department. However, have several new probes from the same batch in possession, which could be send. There were 13 unused sample and used product not kept and cannot send them (pcn# (B)(4)) and stated that the probe became misaligned and had to be replaced, the date of event was (B)(6) 2025, the lot number was nghp0228. The sample in question has not been kept, but they had new probes from the same batch in stock, which they can also send. No photos were sent to them (pcn# (B)(4)).

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two (2) all silicone foley catheters in unopened packaging. Visual inspection noted (nghqo771) no obvious observations. Using the in-house syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). Balloon inflated with no difficulty. Balloon concentricity 50:50. With the (in-house) syringe attached the catheter balloon passively deflate 10 ml solution within 34 sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. The labeling is found to be adequate. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.